Event description:
The customer reported to baxter (B)(4) of an administration solution set in which the luer adapter is unable to connect. The event occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. A visual examination of the sample did not reveal any abnormalities. An under water pressure test with air (8 psi) was performed. No leaks or blockages were observed but the luer lock adapter had restricted fluid passage. The root cause of the reported condition could be related to the supplier. Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted. The customer reported lot number of sx11bp3 was an invalid lot number.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.